Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the all-new orders were not crossing over. A technical support specialist dialed into the server and found messages were not crossing over, with the last message received on 2026-06-04, memory at 84%, health sight viewer (hsv) showing patient and pharmacy delayed/down errors, and the interface server marked active but disconnected, after restarting related services and deploying carefusion coordination engine (cce) utilities without resolution, identified a login failure on carefusion coordination engine (cce) services, updated the service password, and restored service functionality with message processing resumed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server all new orders were not crossing over. The customer stated that this malfunction occurred while dispensing medication to patients and caused delay in patient care. However, there were no adverse events or injuries reported based on this event.